Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. All buttons functioning properly during testing. No keypad assembly damage noted or unlocked keypad connector noted during visual inspection. Device received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring low battery issue and a high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer called back within a week after the initial troubleshooting with the same issue of the insulin pump battery does not last long. Customer also reported a stuck button alarm in the insulin pump alarm history. Customer reported a high blood glucose of over 400 mg/dl on (B)(6) 2018. Customer treated for high blood glucose and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.